Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 462 mg/dl. The customer¿s infusion set had come off over night while they were sleeping and they had not attempted to put a new set in. It was off during the morning when they ate. They declined troubleshooting for the high blood glucose. They treated with manual injections. The device will not be returned for analysis.